Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The manufacturer's representative reported following catheter replacement, it was noted that the titanium tip of the catheter was missing. The distal portion of the catheter was explanted and replaced due to return of pain. The hcp became aware of the missing tip after the catheter was removed from the field and did not attempt to locate it as the patient was already undraped. No symptoms were reported relative to the missing tip; the rep reported that the patient was already undraped. No symptoms were reported relative to the missing tip; the rep reported that the patient recovered without sequela.